Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and confirmed that the ECG connector was worn and the patient cable would not stay secured correctly. The fse replaced the front end board and calibrated the iabp. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer, cleared for clinical use. The full name of the initial reporter is (B)(6). An abbreviation was used due to the full name exceeding the character limit of that field.

Event description:
The customer reported that the ECG connector on the cardiosave intra-aortic balloon pump (iabp) is damaged. This event occurred during service/test performed by the customer. No patient was involved and no adverse event was reported.